Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button effectively, but the issue persisted. Customer reverted to an alternate method of insulin delivery.